Event description:
It was reported that prior to an unk procedure, the sister took all the items out of the flextray and proceeded to put the obturator in the trocar sleeves. The device obturator would not fit down the device. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.